Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to wavelet, the physician felt that the device classified some episodes as supra ventricular tachycardia (svt) as opposed to ventricular tachycardia (vt), leading to the patient not receiving therapy. The device will be reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.